Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged, there was foreign materiel in the set screw and the set screw was loose/detached.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the physician was unable to connect the lead to the device because the setscrew was blocked. The device was not used. No patient complications have been reported as a result of this event.

Event description:
Asku